Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported infection and patient conditions (bronchial mucus plugs resulting in respiratory insufficiency) could not conclusively be determined through this evaluation. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6) . No further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿ lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook, is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a notable enterococcus faecalis bloodstream infection pre-implant. All blood cultures were negative on (B)(6) 2021. On (B)(6) 2021, the patient went to the operating room for the left ventricular assist device (lvad) implant procedure. On (B)(6) 2021, the patient underwent a mucus plug removal via a bronchoscopy. Two more blood cultures were taken on (B)(6) 2021, which came back negative. It was then reported that on (B)(6) 2021 the patient developed another major infection. Cultures were taken and found positive methicillin-resistant staphylococcus epidermidis, rare gram-positive cocci, and rare polys indicative of another blood infection. Post-operatively, the patient had a fever and leukocytosis. They were treated with broad-spectrum antibiotics. The patient remained intubated for over 7 days post implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.